Event description:
When pt complained of chest pain, it was noted by director of nursing that arterial blood line was not properly secured in blood pump causing compression of pump segment. Arterial line misplacement corrected. Dialysis treatment extended for one hr that day. Pt sent to hosp for observation. No adverse sequelae reported.